Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient called stating he had a right hip replacement done one (B)(6) 2018. Patient reported his hip dislocated 4 weeks after surgery and had a manipulation done. He would like to know if his implants are part of a recall.